Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 551 mg/dl at the time of incident. The customer¿s current blood glucose level is 95 mg/dl. The customer also reported other blood glucose values such as 373 mg/dl, 107 mg/dl, 60 mg/dl, 593 mg/dl. The customer was reported that the insulin pump was on auto mode. The customer treated for high blood glucose with boluses and took in carbs. Based on customer report customer did allege the insulin pump was under delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was using the insulin pump when high blood glucose was reported. The insulin pump will not be returned for analysis.